Event description:
This event was reported as valve explanted at implant due to mitral regurgitation, as seen on echo. A leaflet was caught on the chordae tendineae. No return, no evaluation, no letter needed. No further information was provided.